Manufacturer narrative:
Initial reporter's phone: (B)(6) date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: confirmed: bd was able to confirm/ reproduce the incident in question. Samples/ photos analysis: it was received a sample with foreign matter. The batch complained was manufacturing during july 01st 2017 to july 04th 2017. The inspections carried out on the machine were checked and no records of this defect were found or anything that could clearly indicate the cause of the defect claimed in the batch history. The inspections during assembly manufacture process in agmo machine were done and not records of this deviation were found in system of this batch. It was informed that the routine controls of this specific character, is done by visual inspection each two hours over (B)(6) sample according control plan. Qn/ maintenance review: there are no quality notification (qn) or maintenance report records that could lead to this issue for the batches involved in this complaint. The probable cause of this defect is related with resin process application, during shift starting is normal some extra resin goes to needle, and once some hold of line can happen because some line adjust is necessary until the line being normal operation. For correction of the defect is being applied a case study a3_003.fy18reduction of non-conformities production of needles, this tool of analysis is being applied in all needle assembly machines. The deadline for completion is to the end of fiscal year 2018 in the september month. Root cause: the probable cause of this defect is related with resin process application.

Event description:
It was reported when opening the bd precisionglide¿ package for use a white material foreign matter was observed at the base of the needle. Found before use. No serious injury or medical intervention noted.